Event description:
On (B)(6) 2015 it is claimed by the facility that "a pt was in the rotoprone when a breast implant popped out." Since that time, arjohuntleigh has been trying to establish the nature of the event, the injury and that of any involvement by the device. Further info provided by the facility on 4 march 2015 finally revealed that: on (B)(6) 2015 the pt with breast implant was placed on rotoprone device. On (B)(6) 2015 the nurse assessed the pt and noted that her right breast implant shifted to right side under right axillary area and appeared smaller. The issue has been consulted with pt plastic surgeon who stated that the breast implant is filled with saline and if it became ruptured or if the leak occurred the pt would be at no harm. On (B)(6) 2015 the pt passed away. The facility stated that there is no allegation of a product malfunction with regards to this event. The pt was on the bed at the time the implant shifted location and/or lost volume and that is the only correlation between the event and the arjohuntleigh device. The facility is not alleging the device caused the event, according to their statement the pt died of her disease process and the pt's death was not caused or contributed to by being on the bed.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (we found no evidence of it) but since the info received could be interpreted as the device not having performed as intended. When reviewing reportable events for the rotoprone device, we were able to establish that this issue is considered to be a single isolated event. Unfortunately, without having a detailed description of what occurred, we are left to review the info received from the customer per our best efforts and compare it to our product knowledge. The rotoprone therapy system is an advanced pt care system for the treatment and prevention of pulmonary complications. The rotoprone therapy provides rotation up to 62 degrees in both prone and supine positions as well as trendelenburg/reverse trendelenburg positioning. The rotoprone therapy system is typically prescribed for pts with severe refractory hypoxemia at high risk of mortality. Unfortunately, in spite of our best effort we have been unable to confirm whether the caregiver took the precautions mentioned above. Based on the info collected to date and provided problem description, neither we nor the facility in which the event occurred have been able to establish correlation between the pt death and our device. In addition we received the statement from the facility that they see the death as an outcome of pre-existing conditions, no relation to the use of the device or reported event was made. In summary, the device was being used at the time of event occurrence (breast implant dislocation) and therefore played a role in it. However, the device did not fail to meet its specifications. Unfortunately, it was reported to use that a couple of days later the pt died. It has been confirmed that the death was related with the pt disease process. There is no known or confirmed connection between the initial complaint and the actual pt outcome. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.